Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. A revision was performed and the crt-d, along with the right ventricular (rv) lead, right atrial (ra) lead and lv lead were explanted. No additional adverse patient effects were reported. This lv lead was not returned for analysis. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).